Event description:
During preventative maintenance of the device, the field service rep reported that the small roller pump had missing segments on the display. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4) improper device output. Other (device is not being returned).